Event description:
It was reported that while servicing an innova 4100-iq a service technician from the hospital received flashed burns on both hands. The incident happened when the service technician was trying to troubleshoot the high voltage generator. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Block a: service technician info was not provided.